Event description:
Pt was receiving his 5-fu infusion via a gemstar infusion pump. Infusion was over 46 hrs and was started on (B)(6) 2011 at 11:45 am. Pump was hooked up with medication in oncology clinic. On friday (B)(6) 2011 am, pt states pump was alarming "prox occlu." Pt called the clinic and was told to come in to see rn. Clinic rn troubleshot pump around 7:30 am to 8 am and pt was sent home. Pt stated he did not hear any other pump alarms until saturday morning when pump alarmed "infusion complete." Disconnect time would be on saturday (B)(6) 2011 at 9:45 am. Pt states he went to clinic and rn disconnected his infusion, but a significant amount of medication remained in his bag. Rn measured the volume to be around 130 ml. Pt received about 109 ml. Pump was programmed as follows: rate: 5 ml/hr. Volume to be infused: 230 ml. No kvo. Container size 260 ml. Air alarm off. Physician was notified and asked if pt should complete remaining amount in bag, but md stated no. Dates of use: (B)(6) 2011.